Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage keypad trace. No button error alarm. Insulin pump had minor scratches on lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip. Numbers do not ramp up or scroll bar moving with no input.

Event description:
Customer states he is having insulin pump button issues. He states he had problems with the screen continuing to scroll up when he was attempting a bolus shot, thereafter, the buttons malfunctioned. Customer's blood glucose was 329 mg/dl. After troubleshooting, customer was advised that his insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.